Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient's daughter that three months post implant of this annuloplasty band the patient died. The cause of death was not received. The daughter reported that the patient "passed away because of her heart, but stated she was not really sure why or what happened". No other information was provided.